Manufacturer narrative:
Stent code added. Updated complaint conclusion:the complaint received sates that during insertion the enterprise stent ((b)(4/10146437)) became damaged. Received a call today reporting a complaint from (B)(6) hospital (B)(4) for an enterprise stent 4.5 x22 ( ref# (B)(4)/lot#10146437) used by the physician on (B)(6) 2014. Sales rep did not receive a product back and very little detail as to the qa problem. The only detail being the tip of the enterprise stent was damaged upon insertion into the prowler select plus microcatheter. No patient or vessel code information provided. It was reported that the physician inserted the enterprise into an unknown renegade 18 microcatheter instead of a prowler plus, and it became very difficult to insert it, causing the tip and pusher wire to kink. There was no report of injury to the patient. The complaint product was not returned. Lr packaging l/n# 10146437: per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10146437. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained (B)(4) units, which were shipped from lake region medical on (B)(6) 2012. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. With the information available and without the product available for analysis the complaint could not be confirmed. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. The information reasonably suggests that choice of concomitant equipment and handling during the procedure may have contributed to the reported event.

Event description:
The complaint received states that during insertion the enterprise vrd and delivery (enf452212 / 10146437) became damaged. Received a call today reporting a complaint from (B)(6) hospital (B)(4) for an enterprise stent 4.5 x22 (ref# enf452212 lot#10146437) used by the physician on (B)(6) 2014. Sales rep did not receive a product back and very little detail as to the qa problem. The only detail being the tip of the enterprise stent was damaged upon insertion into the prowler select plus microcatheter. No patient or vessel code information provided. It was reported that the physician inserted the enterprise into an unknown renegade 18 microcatheter instead of a prowler plus, and it became very difficult to insert it, causing the tip and pusher wire to kink.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. There was no report of injury to the patient. The complaint product was not returned. Lr packaging l/n# 10146437: per lake region report c 14,384: (B)(4) did review the device history records relative to the manufacturing, inspecting and packaging of lot 10146437. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained (B)(4) units, which were shipped from (B)(4) on (B)(4) 2012. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. With the information available and without the product available for analysis, the complaint could not be confirmed. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. The information reasonably suggests that choice of concomitant equipment and handling during the procedure may have contributed to the reported event.